Event description:
It was reported by the customer that the pyxis anesthesia es drawer was failed. Customer stated that this issue happened during procedure and able to remove needed medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The field service engineer resolved the issue by removing rubber band from the back of the drawer blocking the sensor and tested by customer. The system functioned as intended.

Event description:
It was reported by the customer that bd pyxis anesthesia system drawer 4 failed, got stuck. The customer tried to recover the device with a soft and hard reboot but it did not fix the issue. The issue happened during the procedure and luckily, they had removed all the meds they needed and put them on the table. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia system drawer 4 failed due to a rubber band which blocked the sensor. Resolved the issue by removing rubber band from the back of the drawer blocking the sensor. The system functioned as intended after the field service engineer troubleshot the device.